Event description:
Reporter indicated a patient had a staphylococcus aureus infection at the vns generator incision site. The patient had the vns generator and lead removed due to the infection. The patient was also placed on antibiotics. The patient had previous vns generator replacement surgery in (B)(6) 2009. The patient has not been seen by the reporter since the explant surgery. Attempts for further information are in progress. The explanted vns generator and lead have been returned and are currently in product analysis.

Manufacturer narrative:
Device manufacturing records were reviewed. Results - review of manufacturing records confirmed sterilization for both the lead and generator prior to distribution.